Event description:
It as reported that the control iq software did not adjust insulin as expected. The customer's blood glucose level ranged from 79-80 mg/dl. Tandem technical support provided customer with pump reset instructions to resolve the issue, but customer declined to reset the pump at the time of report. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.